Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2016 with the following findings: investigation revealed moisture in the battery compartment and cracks in the battery compartment. Leak testing revealed leaks at the battery compartment cracks. The display was dim and discolored. The pump casing was removed and there was internal moisture found on multiple internal components. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was crack, there was moisture in the battery compartment, there was internal moisture damage, and the display was dim and discolored. This report is made based on results of investigation completed on 05/24/2016.